Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During positioning, the patient's atrial lead experienced a lack of sensing. The lead was replaced and the issue was resolved. There were no patient consequences.